Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported to fresenius customer support that a dialyzer leak occurred. Additional information obtained during follow up revealed that the incident occurred during a patient¿s hemodialysis (hd) treatment. A registered nurse (rn) at the facility provided further details. The rn stated the blood leak occurred approximately two minutes into the treatment, and the leak was reported to be internal. The blood leak was not visible. The machine, a fresenius 2008k, alarmed with a blood leak alert. Fresenius bloodlines were also being used. A blood leak test strip was used to test for the presence of blood and the results were positive. There was no reported damage identified on the dialyzer. After the machine alarmed, the treatment was discontinued. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The dialyzer in-use was reportedly discarded, however, companion samples were reportedly available to be returned for evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: one case of companion samples from the reported lot number was returned for physical evaluation. All twelve of the returned dialyzers were sealed within their pre-packaging pouches. No damage or irregularities were visually noted on any of the dialyzers. The dialyzers were taken to the quality systems (qs) laboratory for performance testing. Testing revealed that one of the companion samples failed the visual evaluation as a kinked fiber was noted; however, all twelve companion samples passed the bubble point testing. No leaks were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was not able to confirm the reported event. The companion samples that were tested performed as designed and an associated cause could not be determined.